Manufacturer narrative:
Unit passed self test, unexpected restart error test and displacement test. No unexpected, unexpected restart or external ram crc error alarms were noted. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received an unexpected restart alarm when changing the battery of the insulin pump. Troubleshooting was done. Explained the alarm to the customer. Upon checking the alarm history, the customer stated that they had also received an external ram crc error alarm twice. Advised that the customer's insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.